Manufacturer narrative:
(B)(4). In the absence of reported part number, UDI cannot be calculated. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of thrombosis is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. The left coronary artery was treated, and there was only one drug eluting stent which was implanted. This device did not have a malfunction and was found with thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. An unspecified xience stent was used and implanted along with other unspecified xience stents. After these stents were implanted, the patient experienced thrombosis. The type of treatment was not specified. No additional information was provided.